Event description:
It was reported by the site that the collimator of the amx 4 pus x-ray system fell from suspension. There was no pt involved when the incident occurred. There was no injury reported. The concern is for a serious injury if the collimator falls and comes in contact with a pt or user.

Manufacturer narrative:
The ge field engineer (fe) inspected the system and found one broken mounting screw inside the collimator mount collar. In addition, the fe found one screw missing on the collimator. The fe removed and securely reattached the collimator. The fe verified that the collimator was secured and operational.